Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right atrial lead exhibited noise. The patient was brought into clinic on (B)(6) 2018, where the noise was reproduced with isometrics. The lead was reprogrammed and the patient was stable after programming.